Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Customer's blood glucose was 30 mmol/l at the time of admission. The customer stated they were wearing the insulin pump at the time of hospitalization. It was also reported the customer had air bubbles present during troubleshooting. Customer stated the air bubbles were smaller than champagne size. Customer's blood glucose was 15 mmol/l at the time of the call. The insulin pump will not be returned for analysis.